Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2017-01852 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two lighttrail 270um reusable laser fibers were used during a retrograde intrarenal surgery procedure performed on (B)(6) 2017. The laser console used with the fibers was an auriga xl 4007. According to the complainant, during procedure, the two laser fibers would gradually decrease in laser energy. The aiming beam would disappear and the fiber would suddenly stopped firing laser energy. An error message "laser in action" appeared on the auriga xl console but the fibers were no longer firing. It was also noted that the connector on the laser fibers were very hot. The procedure was completed with a third lighttrail reusable laser fiber. The patient condition at the conclusion of the procedure was reported to be stable.